Manufacturer narrative:
The suspect device is not expected to be returned for evaluation as it remains implanted in the patient. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of mild restenosis requiring percutaneous intervention. A initial ultrasound showed a focal 70% stenosis in the lower part of the graft. Using aseptic technique, local anesthetic and entonox the graft was punctured just above the anastomosis and a 6f sheath inserted. A fistulography confirmed the right focal recurrent stenosis in the graft. This was dilated with a 7mm high pressure balloon followed by a 7mm drug-eluting balloon. Good angiographic appearance and haemostasias using a purse string were reported. No patient complications reported and the event is considered resolved. The event was considered possible related to device and procedure.